Event description:
A customer observed malbumin sample results associated with the wrong sample on the 5, 1 fs analyzer. No erroneous results were reported. Mis-association test results may lead to inappropriate physician action if reported. There were no incorrect results released and no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation into this event determined that the customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a "pending" state. Reusing the sample ID on a different sample without completion of the original request will cause the original info to be carried forward. User error is the root cause of this event.